Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a fall on (B)(6) 2017. Customer was taken to the hospital by spouse. Customer's blood glucose at the hospital was 356 mg/dl. Customer suffered broken ribs and was hospitalized for three days. Customer's oxygen reading was in the low 70. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.